Event description:
It was reported that the aa4203tl silicone plate lens with toric tore into pieces and the reporter was uncertain whether or not there was pt contact. Further info was requested from the surgeon but not yet forthcoming. If any additional info is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed that half of the lens was torn off and missing and there is a clear surgical residue on the lens. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).